Event description:
During service testing, the baxter repair techinician reported a failure code 810:04. The hosp rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.